Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 300 mg/dl with an unknown cause. Customer required assistance from contact and care giver to address bg via a manual injections. The customer was instructed to consult with the healthcare provider regarding bg level.